Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve, the valve moved high and was 1 mm on the non-coronary cusp and 1 mm on the left coronary cusp. This resulted in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and caused the valve to dislodge. Subsequently, a second transcatheter bioprosthetic valve was implanted and reduced the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.